Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of a cold and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a cold. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers gd892380 and gd892547. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.